Event description:
It was reported that the patient underwent a heart transplant. The indication for transplant was heart failure. The patient was elevated on the transplant list to status 3 because of a driveline (dl) infection. The patient had a chronic dl infection that started on (B)(6) 2019 that required multiple courses of intravenous (IV) ancef and suppressive therapy.

Manufacturer narrative:
The onset of the patient's infection on (B)(6) 2019 is reported under 2916596-2019-02701. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.